Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain , renal cancer, capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side "pain" and "renal cancer." Upon additional review, the events were determined not to be device related, as pain was "just a pain after surgery" and "renal cancer" was "not related." Additionally, healthcare professional reported capsular contracture baker grade iii. The device remains implanted.

Event description:
Healthcare professional reported right side "pain" and "renal cancer." Upon additional review, the events were determined not to be device related, as pain was "just a pain after surgery" and "renal cancer" was "not related." Additionally, healthcare professional reported capsular contracture baker grade iii. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: g1, correction to g.3. Aware date of initial medwatch. Aware date should have been listed as 18-nov-2021.